Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified malfunction alarm occurred. Reportedly, the malfunction alarm was cleared and insulin delivery was resumed successfully. Customer¿s blood glucose (bg) level was reported as "high." Customer declined follow up from tandem technical support.